Manufacturer narrative:
B3: date of event - estimated based on aware date of 07jan2021. Device evaluated by MFR.: the returned device consisted of a watchman truseal access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 26cm from the tip of the device. Inspection of the rest of the device found no other damage or defect. The cap of the hub was observed to have dried blood all though the area. The blood was rinsed/soaked off and then leak tested. A syringe filled with water was attached to the truseal. The hub was twisted, and the valve was fully closed. Water was then flushed through the device multiple times. The device did not leak. The reported device leak was not confirmed.

Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman truseal access system (was) was inserted into the left atrium and the dilator was removed. At this time, the valve continued to leak, even while the threading was in a good position and closed. Another anterior curve was attempted, but this one also leaked when it was inserted into the la and the dilator was removed. The was switched out to a double curve was sheath that functioned normally and the procedure was successfully completed with the implant of a watchman laa closure device. There were no issues with the patient as a result.

Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2021.

Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman truseal access system (was) was inserted into the left atrium and the dilator was removed. At this time, the valve continued to leak, even while the threading was in a good position and closed. Another anterior curve was was attempted, but this one also leaked when it was inserted into the la and the dilator was removed. The was was switched out to a double curve was sheath that functioned normally and the procedure was successfully completed with the implant of a watchman laa closure device. There were no issues with the patient as a result.